Event description:
Use of actin fsl aptt reagent is providing a falsely normal factor 9 level in a (B)(6) patient with mild hemophilia b. He has a history of bleeding after hypospadias repair at age (B)(6) and after a tonsillectomy at (B)(6) of age. On (B)(6) 2006, a factor 9 gene analysis was drawn. (B)(6) med ctr. (B)(6) discovered a a-to-g change at nucleotide 31157 resulting in a change from asparagine to aspartic acid a t codon 346 in exon h of the factor ix gene. This is non-conserved amino acid in the catalytic domain; it was considered possibly causative for hemophilia b but a non-causative, rare polymorphism could not be ruled out. A problem with factor 9 quantification was first identified in (B)(6) 2017 when the factor 9 level with siemens dade actin fsl on the siemens bcs analyzer gave a result of 77%,which was questioned by a sample available at that time to investigate. Since then, our hospital has been screening all new factor 9 quantitation samples with both the siemens dade actin fsl and stago ptta reagent. We have not found another such patient since then. On (B)(6) 2018 the patient returned for a routine visit, at which time, a plasma sample was studied by 5 factor 9 quantitative methods, as follows: siemens dade actin fsl on siemens bcs: 97%; siemens pathrombin sl on siemens bcs: 54%; stago ptta on siemens bcs: 43%; stago ptta on stago evolution: 37%; il synthasil on il top:26%. The latter was performed following one freeze-thaw at (B)(6); the other four were performed on fresh plasma at (B)(6) hospital. These two blood draws, in (B)(6) 2017 and (B)(6) 2018, were not associated with any patient harm. Our concern is whether, in the future, an undiagnosed patient with mild hemophilia b, associated with the particular mutation, could be missed by quantitating factor 9 with the actin fsl reagent.